Event description:
A customer reported a system problem during a procedure. The surgery was completed with an alternate system with no harm to the patient. Additional information has been requested but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cdr 803.56 when additional reportable information becomes available. (B)(4).